Event description:
It was reported that results obtained while running samples on bd facscanto¿ ii flow cytometer were different than when ran on other unspecified equipment. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter, translated from portuguese to english: when comparing the results generated by the cytometer with those of other equipment, there is a divergence. When asking about the equipment, he was informed that the cst is passing normally. The last long clean was performed on thursday, followed by a new instrumental standardization. Lymphocyte profile and cd34 show concordant results.

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system ivd part # 338960 and serial # (B)(6). Problem statement: customer reported a complaint of their instrument producing erroneous results. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 21jun2020 to date 21jun2021. Complaint trend: there are 12 similar complaints related to this issue of the instrument producing erroneous results. Date range from 21jun2020 to date 21jun2021. Manufacturing device history record (DHR) review: DHR part # 338960 serial # (B)(6) , file # 338961-338960-(B)(6) -900295226-11, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax the root cause of the erroneous results was an improper procedure used for instrument standardization, compensation control, and compbeads preparation. Upon arrival, the fse (field service engineer) observed the procedures used by the customer. The fse found that the instrumental standardization process being used was not complete. They also found that the compensation controls was only composed of compbeads, which should only be used in cases of rare expression or the cell population has a low frequency. Finally, the populations of compbeads observed had altered size and complexity presumed to be due to the protocol used to prepare them. The fse then prepared the compbeads per the recommended bd protocol and instructed the customer on how to adjust the gates of the positive and negative populations. The fse was unable to complete the standardization with the customer due to the violet laser failing during the visit, and so the fse recommended the customer perform a new instrumental standardization, compensation setup, and compbead preparation per bd instructions. No return sample was requested for evaluation because no parts were replaced. The fse later reported that the instrument was functioning as expected with no further erroneous results. Although the unexpected results were from patient samples, the customer confirmed that these results were not used for treatment, and there was no delay in treatment. The results were captured prior to any diagnosis decision and was reported to bd as not expected. Instructions on how to properly setup and utilize the instrument can be found in the bd facscanto¿ ii flow cytometer instructions for use (IFU) manual (#23-20269-00 rev. 1/vers. A). Cytometer qc and setup can be found in chapter 5, and include instructions on loading beads and standard setup. Compensation calculation and controls can be found in chapter 7. The safety risk is limited, s2, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 25may2015. Defective part number: n/a. Work order notes: subject / reported: unexpected results. Problem description: when comparing the results generated by the cytometer with those of other equipment, there is a divergence. Work performed: visit to assess the cause of the incompatibility of the results between dasa brasília and dasa sp. Re-analysis of all instrumental standardization and sample processing procedures performed by professionals from the dasa brasília laboratory. We found that in the instrumental standardization process not all tandem markers were being added, which may explain the lack of compensation observed in the samples. We also found that the compensation controls were composed only of compbeads, which is only recommended in cases where the marker has rare expression and/or when the cell population is found at low frequency (which did not apply for most markers ); which may also have impacted the final compensation calculation generated by the equipment. In addition, we verified that the population of compbeads acquired in the last instrumental standardization presented characteristics of altered size and complexity, which may have been caused by the protocol used to prepare them. In this sense, we reviewed the compbeads preparation protocols, prepared a tube with the protocol indicated by the bd staff and instructed how to adjust the gates of the positive and negative populations. Due to the loss of functionality of the violet laser (called 01401086) that occurred on the day of the office visit, I was unable to follow the new standardization with luciana. For this reason, I recommended that the team perform a new standardization after instructions and alignments and evaluate the results again. Cause: probable cause: instrumental standardization procedures and inadequate preparation of compensation controls. Solution: we recommend performing a new instrumental standardization with preparation of compensation controls (samples and compbeads) following the instructions recommended by bd's advisory. Returned sample evaluation: a return sample was not requested because there were no replaced parts. Risk analysis: risk management file part #338960-05ra, rev. 01/vers. A, bd facscanto ii flow cytometer (daq) fmea was reviewed. The severity rating in this file is an ¿8¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J, whereby the unexpected result is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes /no. Item: events analysis. Function: calculates basic parameters from event pulse (height, area, and widths). Potential failure mode: parameters do not change or are calculated incorrectly. Potential effects of failure: incorrect data. Potential causes/mechanisms of failure: fpga/dsp. Current controls: instrument setup/calibration (qc) fails. Recommended actions: n/a, responsible party: n/a, target completion date: n/a, actions taken: n/a, sev: 8, occ: 2, det: 2, rpn: 32. Mitigation(s) sufficient: yes /no. Root cause: based on the investigation results the root cause of the erroneous results was due to incorrect procedures and protocols being followed. Conclusion: based on the investigation results the root cause of the erroneous results was due to incorrect procedures and protocols being followed. The fse found that the customer had followed an incomplete instrumental standardization process, inadequate compensation controls, and incorrect compbeads preparation instructions. The fse instructed the customer on how to adjust the gates of positive and negative populations and to perform the correct setup and preparations before reevaluating sample results. The instrument was later working as expected with no further erroneous results. The customer confirmed that these results did not delay or affect the treatment of a patient. The safety risk is limited, s2, and there was no impact to patient health or safety.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that results obtained while running samples on bd facscanto¿ ii flow cytometer were different than when ran on other unspecified equipment. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter, translated from portuguese to english: when comparing the results generated by the cytometer with those of other equipment, there is a divergence. When asking about the equipment, he was informed that the cst is passing normally. The last long clean was performed on thursday, followed by a new instrumental standardization. Lymphocyte profile and cd34 show concordant results.